Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable touch screen issue was verified. Additionally, the alleged touch screen cracked issue could not be verified. And a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 115 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.